Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant expressed concern regarding the performance of this lead. According to our records, the lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this caller reported that loss of capture was observed with this right ventricular lead during atrial sensing tests in ddd configuration. A review of the associated strips show potential oversensing with some pacing inhibition. The patient was asymptomatic.